Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection of the returned platform was performed and top cover and front enclosures were noted to be cracked. A review of the archive was performed and it was noted that on (B)(4) 2016, there was user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No other significant problems found in the archive. Ua 07 was observed upon powering up the device for functional testing. In summary the customer's reported complaint is confirmed during visual inspection. The physical damages found during visual inspection can occur due to normal wear and tear and/or physical abuse. The exact root cause for the observed ua 07 was not confirmed. After replacement of the parts identified during investigation and performing preventive maintenance, the platform passed all final functional testing criteria.

Event description:
It was reported that the autopulse platform (s/n (B)(4)) showed physical damage to the top corner of the casing. No additional was provided at the time the complaint was initiated. Once the device was received for investigation it was noted that the device displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) which occurred on (B)(6) 2016. Due to this new information this event has been changed to a reportable event.